Event description:
The customer reported that they noticed that the luer lock end was cracked during priming. No pt harm or medical intervention required. Product was not on pt at the time of the event.

Manufacturer narrative:
(B)(4). The customer's experience was confirmed as visual examination of the female luer component found it to be cracked and leaking. However, a review of the production process and records for this product did not identify any process deviations that could have contributed to the customer's experience. Root cause of the cracked female luer was not identified. Conclusion: no available code for undetermined or unk cause.